Event description:
The health care professional (hcp) reported that after the patient fell on (B)(6) 2016, there was twitting at the implant site. There were no impedance measurements taken. The used the patient programmer and changed setting on program 1 at 4.0v, program 2 at 3.2v, program 3 at 4.3v and program 4 at 4.7v all to 0.0v. The twitting at the implantable neurostimulator (ins) location was noted to be sudden. Additional information from the nurse when asked to clarify the twitting indicated that the patient was seen in the hospital emergency room for shocking. She had no records of what was done at the hospital- however, the shocking had resolved. The patient was self-catheterizing. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.